Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump produced error code 1144. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One cadd legacy plus pump was received in good physical condition. The event history log was unable to be downloaded. The device was powered up and it alarmed with error code 1144, which is an issue with the circuit board. The circuit board will be replaced to resolve the issue.